Event description:
It was reported that a failed calibration was experienced.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Device was missing tamper seal and battery door. The device was in good condition. The customer's problem was not duplicated. Both sensors calibrated without any issues. Removal of the downstream occlusion sensor seal revealed an excessive amount of loctite on the bezel. Excessive loctite has leaked into the cavity of the sensor, which could cause intermittent issues. An intermittent sensor would cause calibration issues. The reported issue was found to be excessive loctite on the downstream occlusion sensor bezel. The root cause of the reported issue could not be determined. Replaced downstream occlusion sensor to resolve the reported issue.